Manufacturer narrative:
The device was not returned for evaluation, and no lot number was provided to perform lot history review. The excised material was returned for evaluation, however, it remains inconclusive as to the contents/pathology of the material (i.e. Thrombus, fragments of plaque, and/or any other debris due to the index procedure or mynx procedure). There is no evidence to suggest that the mynx device did not meet specs or perform as intended per IFU.

Event description:
A female whose age was not provided with history of coronary and carotid artery disease requiring multiple previous catheterizations, underwent an uncomplicated peripheral intervention in 2007. The mynx procedure was performed per IFU by a trained operator, and hemostasis was successfully achieved without complication. No bleeding or hematoma was noted at the access site post-mynx. The pt was discharged per standard hosp procedure without incident. One week post procedure, the pt returned for follow-up with complaints of right leg pain where posterior tibial pulses were described as faint with good biphasic doppler signals. The pt continued to develop right lower extremity pain, and on eighteen days later, analgesics were prescribed and a CT angio was performed because of diminished right pedal pulses. Angio showed occlusion of the right trifurcation with good distal collateral flow. On the following month, contralateral access was obtained in the left cfa, and angiography documented an unremarkable right cfa access site and patent right common iliac stent with an occluded trifurcation at the popliteal and anterior tibial artery takeoff. There was good collateral flow approx 2 cm distal to the occlusion. The anterior tibial artery was occluded and unable to be crossed due to the hardness of the occlusion; however, the occlusion of the tibial-peroneal trunk, which was softer than the occlusions of its two adjacent arteries, was able to be crossed by the physician, and material was excised. Pt was subsequently referred for by-pass surgery. Details on the surgery were requested, but not provided. No further follow-up info has been provided.